Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The device was not returned. Images were not provided. The complaint investigation is inconclusive for removal difficulties, filter tilt, and limb perforation. Based on the available info, the definitive root cause is unk.

Event description:
It was reported that approximately four months post vena cava filter deployment, two retrieval attempts were unsuccessful. Six years post vena cava filter deployment, a CT scan demonstrated a tilted filter with several filter limbs perforating the ivc wall. The pt was reported to be asymptomatic and there was no reported pt injury.